Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the chronic right ventricular (rv) lead was plugged into the atrial port. Oversensing and a polarity switch was noted during atrial tachycardia (at)/atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular (rv) lead exhibited low impedance in bipolar. The lead was reprogrammed to unipolar and remains in use.